Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer received emergency medical assistance due to low blood glucose with blood glucose of 40 mg/dl at the time of the incident. The customer was given food, intravenous fluids, and glucose tablets to treat. The caller did not mention any symptoms. The customer was wearing the insulin pump during the incident. The caller reported that the pump had audio problems as no alarms could be heard. Troubleshooting was not completed. The insulin pump will be returned for analysis. Frn-unk-rsvr unomed set.